Event description:
During preparation for a procdure, while the stone retrieval basket was being extended to test it, it was noticed that one of the wires was broken. The device was not used on the pt. Another device was used to complete the procedure successfully with no pt complications. This device is currently being evaluated by this MFR. Following completion of the engineering eval, a supplemental medwatch report will be forwarded under the appropriate sequence number.